Event description:
Through review of medical article "the trans-septal approach in transcatheter mitral valve-in-valve implantation for degenerative bioprosthesis" authors al otaiby, mohammed; al garni, turki a.; alkhushail, abdullah; almoghairi, abdulrahman; samargandy, sondos; albabtain, monirah; arafat, amr a.; and alamri, hussein - the following events were identified as pertaining to edwards devices: [2022-03399-01] 9 patients with a perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration. Edwards sapien 3 valves were implanted within the existing edwards surgical devices via the right femoral vein using the trans-septal approach. [2022-03399-02] 1 patient with a valve model 7000tfx27 was enlisted for surgical mitral valve replacement after an unknown implant duration due to degeneration with fused and stuck leaflets. As reported, a viv procedure was initially planned for this patient, but procedure was aborted for the failure to cross the tissue valve with the transcatheter valve. Thv complaints 2021-19307 (from 01 to 06) were opened to capture the complications experienced after the implantation of the s3 valves

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.